Manufacturer narrative:
An allergic reaction was observed after the patient switched needles from another manufacturer. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.

Event description:
The patient switched from novo needle to clickfine pen needle. On the next day, the patient's skin appeared to have an allergic reaction.